Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive, the pump quick bolus button was not functioning, and there was a cgm error. Additionally, it was reported that the pump usb port was damaged and the pump was intermittently charging. There was no reported impact to the customer's blood glucose level. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.